Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the patient outcome and reported elevated ldh, as well as a direct correlation to heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(6), could not be conclusively determined through this evaluation. The pump was returned assembled with the driveline cut approximately 10 inches from the pump housing and the severed portion of the driveline was not returned. The apical sewing ring was not returned. The sealed inflow conduit was not returned. Only the outflow elbow was returned attached to the pump port. The sealed outflow graft, outflow graft bend relief and bend relief clip were not returned. Upon disassembly of the returned device, visual inspection of the blood-contacting surfaces did not reveal any adhered depositions or thrombus formations. Examination of the pump bearings, rotor, and blood-contacting surfaces under a microscope revealed no abnormalities. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. The pump was cleaned, reassembled, and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values that met manufacturing specification and the device functioned as intended. The hmii lvas IFU lists hemolysis as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. This document provides information regarding the recommended anticoagulation therapy, including inr range, as well as suggested anticoagulation modifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. Review of the sterilization and packaging documentation showed no deviation from manufacturing specifications. The implant kit was shipped on 10feb2015. The heartmate ii lvas IFU and the heartmate ii patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists hemolysis as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. Section 6, under ¿anticoagulation¿, provides information regarding the recommended anticoagulation therapy and inr range, as well as suggested anticoagulation modifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of suspected thrombus could not be confirmed as no product was returned for evaluation. A direct correlation between the heartmate ii lvas, serial number (B)(6), and the reported elevated ldh could not be conclusively established through this evaluation. The pump was returned assembled with the driveline cut approximately 10 inches from the pump housing and the severed portion of the driveline was not returned. The apical sewing ring was not returned. The sealed inflow conduit was not returned. Only the outflow elbow was returned attached to the pump port. The sealed outflow graft, outflow graft bend relief and bend relief clip were not returned. Upon disassembly of the returned device, visual inspection of the blood contacting surfaces did not reveal any adhered depositions or thrombus formations. Examination of the pump bearings, rotor, and blood-contacting surfaces under a microscope revealed no abnormalities. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. The pump was cleaned, reassembled, and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values that met manufacturing specification and the device functioned as intended. The relevant sections of the device history records for vad-58319 were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 10feb2015. The heartmate ii lvas instructions for use (IFU) and the heartmate ii patient handbook document are currently available. Section 1 of the IFU, ¿introduction¿, lists hemolysis and device thrombosis as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. Section 1 and section 6 of the IFU, ¿patient care and management¿, outline indications of pump thrombosis and how to respond to such events. Section 6, under ¿anticoagulation¿, provides information regarding the recommended anticoagulation therapy and international normalized ratio (inr) range, as well as suggested anticoagulation modifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported through a medwatch form that on 28jul2021 the patient was admitted to duke hospital with lactate dehydrogenase (ldh) 1558. Aspartate aminotransferase, alanine transaminase, and total bilirubin were within normal limits. Lvad flows were in the 6's and powers were in the 5's, with normal ranges for powers and flows in the 5's. Heparin was started. Thrombus was noted in the old pump after pump exchange.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted from the emergency room with elevated lactate dehydrogenase (ldh), mild dyspnea on exertion, and peripheral edema. The patient was taken to the operating room for a heartmate 2 to heartmate 2 exchange.